Manufacturer narrative:
(B)(4). This complaint was confirmed based on home patient (hp) acknowledging that he changed the cassette three times but not the bags because it was too much work. The cause was determined ot be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during use, the home patient (hp) revealed that he had already changed the cassette only. The technical service representative (tsr) explained to the hp that he should change the bags when he changes the cassette and advised to setup with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.